Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms) and loss of capture. A new rv lead was implanted successfully. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).